Manufacturer narrative:
The device was not returned to the MFR for an investigation.

Event description:
It was reported that the wound drain became stuck in the pt and broke off while it was being removed. A second surgery was required to remove the broken piece of the drain from the pt. During the second surgery the surgeon was able to push the remaining 1 cm out of the pt with his finger. According to the surgeon, the tubing tear was at one of the drain holes, and if felt like it was caught on soft tissue when he was pulling it out. There were no adverse consequences as a result of the rest of the drain being removed. There were no medications or antibiotics prescribed.